Event description:
It was reported from (B)(6) that a pt was complaining about pain and "feeling of pressure on the wound". It is reported that the wound environment is "reddened again", therapy was discontinued. It was reported this was "without consequences" to the pt. There is no additional info. Pt outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A lot number could not be obtained therefore a review of the batch record data could not be performed. A review of the complaint listing for a previous 12 months for the product icc codes indicates that this is the only case registered for this complaint issue pain under product.